Event description:
It was reported that balloon rupture occurred. The 1.20mm x 15mm emerge balloon catheter was advanced to the target lesion. An attempt to inflate the balloon was performed but it was not inflated. The device was removed and upon checking, it was found out that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge catheter with no original packaging or other devices. There was contrast in the inflation lumen. There were multiple kinks throughout the device. Magnified inspection of the balloon revealed a pinhole adjacent to the proximal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 1.20mm x 15mm emerge¿ balloon catheter was advanced to the target lesion. An attempt to inflate the balloon was performed but it was not inflated. The device was removed and upon checking, it was found out that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.